Manufacturer narrative:
(B)(4) - the device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt had a lead revision. His implantable neurostimulator (ins) became overdischarged after the revision and he had coupling and communication issues. A manufacturer's rep performed four physician mode recharges and got the ins working again. The pt went home, charged his device, and went to bed. He then had coupling and communication issues again the next morning. The ins was explanted and replaced with a non- rechargeable ins. The pt was not injured and recovered without sequela. A f/u report will be sent if add'l info becomes available.